Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not working. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the complaint was unconfirmed. The device's case was found to be damaged, but all incoming testing was passed. The device was returned unrepaired, at the request of the customer. If information is provided in the future, a supplemental report will be issued.